Manufacturer narrative:
The customer contacted philip's remote service technician and requested for a field service engineer to visit the site to service the unit. Philip's field service engineer (fse) visited the customer site and replaced the flow sensor assembly to resolve the reported issue. A gas delivery system (gds) was returned for analysis. Visual inspection of the returned gds revealed no anomalies. An investigation was performed, and the replaced u1 and contamination were cleaned out inside the chamber.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jan2021.

Event description:
The customer reported incorrect volume readings. There was no patient involvement.